Event description:
Complainant alleged that the sternal blades of the opcab retractor were very difficult to open while in use during a CABG procedure. Surgeon switched to a different opcab retractor and experienced the same problem; however, he was able to complete the procedure without incident.